Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the customer has been having issues with the insulin pump. Customer stated the device was beeping and vibrating last night. The device will do block on and off, turn the sensor on when the sensor was not used with the device. The device has an open circle by reservoir icon and was unable to clear it. Alarm history showed an auto off alarm. Alarm was explained to customer. Customer had sensor feature set alarm high, changed to off. Customer stated the device alerted during the day, unclear what alerts it was. Customer's blood glucose was 9mmol/l. Self test was conducted on the device and it passed. The device might have a stuck button and might be cause of why the device goes in different menus. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Failure analysis revealed that the download history file shows on (B)(4), 2014 child block on and several seconds later did show child block off and it happened twice. The next day the set sensor settings were selected, sensor on/off was set to on. At the same time the set sensor high/low bg limits, the high bg limit was changed from 13.3 to 12.2 and the low bg limit was changed from 4.4 to 7.0. Then the sensor settings were selected, sensor on/off was set to off. The sensor alarm settings were not changed. There was no 0.100 unit bolus in that time frame. The button event file was overwritten. Unable to verify if the customer manually changed the child block feature on/off or changed the sensor settings. The device was monitored for two days with no unexpected change in child block settings on in sensor settings. No unexpected bolus delivery noted during testing. The unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and delivery test. The device was monitored for 48 hours and no unexpected low reservoir, or auto off alarm or audio/beep anomaly noted. No cosmetic damage noted.